Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned pressure-regulating balloon from this artificial urinary sphincter (aus) was visually inspected and evaluated. Visual inspection identified a hole consistent with fatigue located between the balloon shell and the adaptor junction. Due to the presence of the identified hole, leakage and functional testing were not performed, as the component was unable to be functionally evaluated. Based on the available product analysis results, the reported allegation of balloon hole/perforation was confirmed. The observed damage is consistent with wear and fatigue at the shell-to-adaptor junction. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. This investigation is assigned a conclusion code of cause traced to component failure, as the balloon hole resulting from fatigue was determined to be the most probable cause of the reported event.

Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning properly after activation, as the patient continued to experience leakage. During the revision procedure, a hole was identified in the pressure-regulating balloon (prb) at the junction where the balloon meets the tubing. The component was removed, and the leak was confirmed using a syringe test on the back table. A new balloon was implanted. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning properly after activation, as the patient continued to experience leakage. During the revision procedure, a hole was identified in the pressure-regulating balloon (prb) at the junction where the balloon meets the tubing. The component was removed, and the leak was confirmed using a syringe test on the back table. A new balloon was implanted. There were no further patient complications reported.